Event description:
It has been reported to co that during a ptca procedure a possible dissection occurred in the proximal right coronary artery. The physician stented the proximal right artery. The pt is in stable condition and the device will not be returned for co's eval.